Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker showed noisy signal over sensing that was reproduced when the patient extended the left arm out straight, while turning the head to the right. The ra lead was surgically abandoned, and the pacemaker was also explanted with normal battery depletion allegation. A new system with a new ra lead and a new pacemaker was implanted at the same procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker showed noisy signal over sensing that was reproduced when the patient extended the left arm out straight, while turning the head to the right. The ra lead was surgically abandoned, the pacemaker was also explanted with normal battery depletion allegation and was returned for analysis. A new system with a new ra lead and a new pacemaker was implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.